Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported patient had their old ins replaced due to the battery 'dying' in february, and the patient had a new ins implanted to replace it. About a month later, an infection was noticed when 'drainage' of the implant site began. Caller stated they tried antibiotics to fight the infection, but they did not work and the whole incision "kept draining and draining," so they "had to remove the whole thing." Caller stated that cultures were done and they were informed the infection was "major." Caller stated last wednesday, april 29th the doctor made sure the site was clean and they installed the patient's new implant.

Manufacturer narrative:
Correction: d6b has been updated/correct; this date is inaccurate and only the month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated that the spinal cord stimulation system had been completely explanted the prior year due to infection and that all components had been removed. No troubleshooting was performed. The issue was reported as resolved. No patient injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.